Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the the patient received an inappropriate shock. T-wave oversensing (twos) was noted on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy-defibrillator (crt-d) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Correction: life threatening was omitted from initial report under outcome attributed to adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.